Event description:
During a routine yearly heart scan the physician noticed the blood flow was different. An angiogram was performed and found that one stent was 90% blocked. The pt had no symptoms, but felt tired. Two boston scientific stents were implanted on event date. Coronary anatomy shows the right coronary had a 99% in-stent restenosis and then a 70% in-stent restenosis beyond this. The angioplasty and stenting was performed with the pt conscious on intravenous sedation. The intervention was for treatment of two sites on the right coronary artery. The pt was brought to the cath lab. The right femoral area was used. The right femoral was entered easily this time and a 6 french hemaquet was placed. Pt received an angiomax protocol, as pt had been pre-medicated as an outpatient with plavix and aspirin.